Event description:
The customer reported to ocd on 12/17/1997 that on 12/9/97 three barcodes were misread by summit sample handler. This occurred during a p24 antigen assay. No death or serious injury was associated with this event. An ortho field service engineer was dispatched.